Event description:
Customer reported a motor error during a bolus. The blood glucose reading was 124 mg/dl. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.